Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (no lot) on lot # 9231286. Customer returned photos of shelf carton for 1/2cc, 8mm, 30g syringes from lot # 9231286. Customer states that there is no lot. The photos were examined and exhibited no lot number, manufacturing date, or expiration date information printed on the shelf carton. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9231286. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: on 01 may 2020, (B)(4) received photos complaint for missing shipping carton label. Visual inspection of the pictures shows a shipper from lot # 9231286 that is missing lot coding on carton. There is some tearing of the cardboard on the top of the box. Process summary: the equipment erects cartons and an associate place the appropriate number of bags into the carton. The cartons are then closed and placed on the out feed conveyor. The lot coding is laser etched onto the carton the transferred to the case pack where 5 cartons are pushed into a wraparound case. This case is then glued and continues to be labelled and palletized. A root cause cannot be determined.

Event description:
It was reported that lot information was missing on 4 boxes and discovered prior to use with a bd syringe 0.5ml 30ga 8mm. The following information was provided by the initial reporter: no lot.